Event description:
It was reported that they were attempting to place the catheter into the patient's right wrist. The insertion was normal, got flash and while advancing the spring wire guide (swg) resistance was met. At which time, they pulled the swg back slightly and it felt unusual. The entire assembly was removed and they noticed the swg had unraveled, but was removed intact. As a result, another kit was opened and placed in the patient's left wrist. There was a 10 minute delay in treatment, no patient death and no patient complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.